Event description:
It was reported that the patient was experiencing uncomfortable sensations after their ipg was implanted. As a result, the patient underwent surgical intervention during which the ipg was explanted.

Manufacturer narrative:
Date off event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.